Event description:
A malfunction was reported with the tandem pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if further issues arise.